Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # p4j1081); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)); sigpshell, sig power sigpshell control shell, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a small bowel resection, the firing stopped halfway, and the cartridge did not advance. The device started to make a strange sound around the connection between the shell and the adapter, so the surgeon opened and closed the jaw, then took the device out of the patient's body. The surgeon tried to replace the cartridge, but then the adapter came off the powerhandle. The adapter was reconnected, a new cartridge was loaded, and the resection was completed successfully and with no impact on the patient.